Event description:
It was reported that during a laparoscopic chole procedure, the rotation knob was hard to rotate and making a squeaking noise. Then on the third firing of the device two clips ejected out of the device and went into the patient. One of the clips was stuck on the cystic artery, but was removed with another instrument with no damage to the artery. The device was fired again, fifth clip and the clip scissored. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Third and 5th firing. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Squeaking of the rotation knob. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, retained and formed the remaining clips as intended. It was noted that the rotation knob was difficult to rotate. In addition, the devices locked out as intended. In order to evaluate the condition of the internal components of the devices, they were disassembled. Upon disassembling, no anomalies were noted to the internal components. No conclusion could be reached as to what may have caused the reported incidents. No abnormal noise was heard during the analysis. No incident related to the reported event was observed during the batch record review. The analysis results found that the device (c) was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The rotation knob rotated freely. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incidents. No abnormal noise was heard during the analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. No incident related to the reported event was observed during the batch record review. Device c additional information: batch # j91973, expiration date: 04/2017, manufacturing date: 05/2012.